Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the back case is cracked and exposes the electronics was confirmed. The site rite prevue was visually inspected upon receipt and was found to be damaged and does not function properly. The probe entry cover is broken off and missing. The root cause of the reported issue of the back case is cracked and exposes the electronics was identified as use related. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, the back case is cracked and exposes the electronics.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, the back case is cracked and exposes the electronics.